Event description:
Procedure: lap radical nephrectomy. According to the reporter: four instruments used, in each case reloads could not be removed and anvils were bowed. Final firing did not occlude the renal artery. Additional blood loss during the case was 700cc in addition to what was contained in the sponges. The case was delayed 45 mins.

Manufacturer narrative:
(B)(4).